Event description:
This lead was returned without documentation from an unknown source. There was no patient information after calling medtronic, boston scientific, ela, and st. Jude medical. The patient's following physician had no additional information. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, 22 cm distal of the pin, cuttings in the insulation were found. Blood penetrated the lead in that area. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. It is reasonable to assume, that the cuttings resulted from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.